Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank screen. The blood glucose reading was over 400 mg/dl. The customer stated that the insulin pump alarmed several alarms, including weak battery, no delivery alarm, and low reservoir. He also noted that there was a piece under the battery cap that was chipped and missing. The insulin pump passed the self test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received, and no error alarm nor reset anomaly was noted. The device passed the self test and the error alarm test. The insulin pump was received with normal operating currents. No unexpected weak battery alarm noted. The insulin pump was monitored in a 50c oven for 2 days and no blank display was noted. No damage was found on the lcd isolation tape. The device was received with a scratched display window, cracked display window corner, broken battery tube threads, cracked tube lip, cracked reservoir tube, and missing end cap sticker.